Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
A customer contacted physio-control to report that the device was used to resuscitate a patient, and the electrodes of the device lost its connection to the patient. As a result there was a delay in the defibrillation therapy provided to the patient. An ambulance arrived on site and their back up device was used to provide defibrillation therapy. The patient associated with the reported event did not survive.

Manufacturer narrative:
(B)(4). A clinical review was performed by physio-control and it was determined that the device use may have contributed to the patient outcome, as defibrillation was needed, but provision of defibrillation were delayed by more than 30 seconds, due to the loss of contact. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that the device was used to resuscitate a patient, and the electrodes of the device lost its connection to the patient. As a result there was a delay in the defibrillation therapy provided to the patient. An ambulance arrived on site and their back up device was used to provide defibrillation therapy. The patient associated with the reported event did not survive.